Event description:
Patient reported the infusion device has displayed several e7 electronic errors and the vibration alert is defective. No physiological effects were reported, and she did not require treatment from a healthcare professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history. The vibrator motor does not function, and an internal defect of the vibrator led to the problem.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.